Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump was under delivering and customer experienced high blood glucose level of 310 mg/dl. Customer was the customer was treated for the high blood glucose with insulin pump. The auto mode was active at the time of reported event. Based on customer report customer does allege insulin pump was under delivering because when he did micro bolus his blood glucose went high. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.